Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose despite eating, contacted healthcare providers, and then contacted customer care, where they were guided through a factory reset and confirmed the system resumed automated operation. Symptoms included hypoglycemia with blood glucose readings reported at 90 mg/dl and later 76 mg/dl, described as stable initially and then low. Outcomes included self-treatment with oral glucose in the form of soda and completion of troubleshooting and education. Investigation included customer care guidance to perform a factory reset and confirmation of successful reactivation of the system. Investigation of this case revealed that the cause of the hypoglycemia remained unclear after the reset and education, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.